Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electronic picture archiving and communication systems (pacs) info needed to be updated. Once the representative updated the info all is working fine via network transfer. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was unable to load exams from both network and usb. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly. Review of the reported issue found that the reported behavior was the intended functionality of the software as the cds had header information loaded into them. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the system will not load patient exams via cd. They have tried several different cd's. The system has done this successfully in the past.